Event description:
Bleeding from pacemaker scar six days post implant with hospitalization and bandaging redone. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).